Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he received a no delivery alarm with three different reservoirs. The alarm was resolved with a reservoir change. Customer's blood glucose level was not reported. The customer was unable to troubleshoot. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted.